Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
E dealer stated the frame broke at the left axle. The patient alleged the wheel fell off.

Manufacturer narrative:
Complaint verified through photographic documentation in this record; frame broken. Photograph received 06/14/2016. RMA issued for return on 05/04/2016; return not yet received. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the frame broke at the left axle. The patient alleged the wheel fell off.